Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Rv lead was replaced with another lead, and the old rv lead was plugged into lv port and new lead was inserted into rv port. It was noted that new rv lead also exhibited intermittent capture one hour post implant and micro-dislodgement was suspected. Rv lead was reprogrammed to higher output. It was also reported that two hours post implant, high thresholds was observed and both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.